Event description:
Pt treated for coronal synostosis (brachycephaly). Performed cranioplasty, frontal bone advancement using bioabsorbable plates and screws. At 7 weeks postoperatively persistent supraorbital swelling, pain and erythema. Fluctuation on palpation. Reoperation done 18 weeks postop found severe inflammatory tissue reaction around plate and implants were removed. Pt's current condition is good. Surgeon estimates that this was allergy or tissue sensitivity to bioabsorbable plate.